Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ot) was informed by the user facility that when the endoeye deflectable videoscope ¿was connected to the otv-s300 and turned the power on, the screen became like a sandstorm and no image was displayed. A message was asking to clean the video connector was displayed¿ during preparation for use. The video connector was cleaned but the image did not appear. The video scope was replaced with a similar scope and the intended laparoscopic surgery was completed. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. The results of evaluation acknowledged the reported event - the endoscopic image was not displayed and the code e226 was displayed on the "sandstorm" and monitor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was believed that the suggested phenomenon was due to a board failure. It was further presumed that the electric circuit was due to repeated use, stress and electric stress such as overcurrent and static electricity. Olympus will continue to monitor field performance for this device.